Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with transient light sensitivity on the both eyes (ou) at a 16 day post-operative exam. A brief description from the surgery center indicated that the patient had extreme light sensitivity in natural and artificial light (fluorescent) that began about one week ago and has not resolved/improved. The patient commented on light sensitivity during the day. Topical steroids were increased to treat the symptoms. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/15 1.50 x -1.25 x 3, left eye pre-op 20/15 1.75 x -1.50 x 12.